Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Unit returned matches with upn provided by the customer. Visual inspection revealed distal tip detachment; moreover, the distal end is kinked at 296.0cm approx. From the proximal end and the distal tip peeled at 0.2cm approx. Outer diameter were taken and compared and all of them are according specifications. External analysis revealed evidence of torsional bending fatigue with a final tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained via femoral artery. The 100mm x 3.5mm, concentric, de novo, 70% stenosed target lesion was located in the non tortuous and mildly calcified anterior tibial artery. A 300cm straight tip v-14 controlwire guide wire was used to cross the lesion. While trying to cross the lesion, the tip of the device did not respond. Upon withdrawal of the device, it was noticed that the tip broke and the distal end separated from the wire body, embolizing further down the artery. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained via femoral artery. The 100mm x 3.5mm, concentric, de novo, 70% stenosed target lesion was located in the non tortuous and mildly calcified anterior tibial artery. A 300cm straight tip v-14 controlwire guide wire was used to cross the lesion. While trying to cross the lesion, the tip of the device did not respond. Upon withdrawal of the device, it was noticed that the tip broke and the distal end separated from the wire body, embolizing further down the artery. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.